Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets failed. A field service engineer (fse) checked the main full-height drawer in hardware test application mode. The trays and the area under the trays were inspected for medical debris and pockets. The fse checked the row cable, and the cable was reseated at the trays and also at the rear control board. After a proper reboot, the trays and pockets became responsive. All drawers were responsive. Then, the fse installed a new back up battery and checked all cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6 pockets were not detected on the bus. The customer tries to reboot but will not recover, and the lights are on, but the device doesn't recognize the cubies in rows a & b. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.